Event description:
It was reported that the device reached elective replacement indicator (eri), the patient complained of fatigue, and her family believed it was related to the eri changes in her device. There were also four-second pauses noted. An external temporary pacemaker was used, and the device was replaced. Additional information received from the physician office indicated that the device was replaced due to eri. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.